Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at a fold in the middle of its body and a hole and broken fabric thread in the proximal end of its body, consistent with sharp instrument damage, leading to fluid leak. The second cylinder passed leak testing; however, it did not pass microscopic examination due to wear at fold in the middle of the component. The pump was microscopically inspected, functionally and leak tested. The pump passed leak and functional testing; however, it did not pass microscopic evaluation as the kink resistant tubing (krt) was worn to the filament. Based on the information available and analysis results, the reported clinical observation of inflation issues could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis exhibited inflation issues; therefore, the device was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis exhibited inflation issues; therefore, the device was removed and replaced. There were no patient complications reported.